Event description:
Caller reported that the pump battery was depleting too quickly, leading to a pump shutdown. The customer declined to answer if their blood glucose levels went above 500 mg/dl or below 54 mg/dl. It was confirmed that the customer resumed insulin after the pump reset. Technical support instructed the caller to uninstall and reinstall the mobile app and to monitor battery depletion. The issue seemed to resolve itself after addressing an error with continuous glucose monitoring, and no further assistance was required by the customer.